Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the bolus deliveries did not match in the pump's history. It was reported that the patient experienced a blood glucose level of above 250 but below 500, without any other symptoms of hyperglycemia. This incident does not meet animas's definition of an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2018 with the following findings: a review of the bolus history showed the delivered boluses on each day correctly matched the total daily dose bolus history. A 10 unit audio 10 unit normal bolus were performed and both were accurately recorded in the bolus history and bolus total daily dose history correctly showed 20.0 units. No hypersensitive or stuck keys were observed on the keypad. The complaint of the pumps bolus totals calculating a less than five percent discrepancy was unable to duplicated during this investigation.